Event description:
The hosp reported that during an endoscopic vein harvesting procedure, during the ligation of branches, the vasoview hemopro2 was reported to have "stopped working." The device did not return to working mode after over 1 minute of waiting. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was lifted up slightly and the jaws were somewhat burnt. One of the metal cold jaw tangs appeared bent. The device had minimal evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The handle and distal jaw tips assembly were opened up and there were no non conformities. Based upon these observations, the reported complaint for "stopped working" could not be replicated or confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).